Manufacturer narrative:
(B)(4) - medical intervention required to remove detached tip fragments. (B)(4) - reported event of tip detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire was used during a cholangiography (pcre) procedure on (B)(6) 2010 involving a (B)(6) female patient. According to the complaint, when removing the device from its packaging, it was noted that although the packaging was not damaged, the sterile barrier appeared compromised. During the procedure there was no resistance advancing the jagwire, but the distal tip detached. A retrieval basket was used to recover some of the fragments and the remaining fragments were recovered during gallbladder anastomosis surgery. The procedure had been completed with this device. There were no patient complications and the patient's condition has been described as "stable."

Manufacturer narrative:
A visual examination of the returned device revealed the distal tip coating had detached, exposing the core wire. Also the entire length of the wire was examined (tactile method) and no anomalies were observed. The device appears to have been in contact with a sharp object. The device was slightly scrapped at the distal section and remnants of adhesive were found indicating that the pebax was properly attached to the corewire. Upon closer examination, there is evidence of corewire fracture. Fracture was due to a tension overload on the axial direction, in a reduced area zone" which is related to the manner in which the guidewire is handled during the procedure; also the remnants of adhesive found on the corewire on the distal tip show a proper adhesion from the pebax to the corewire; therefore, 'operational context' is the selected code for this event. A review of similar complaints revealed no other complaints for this lot.

Event description:
It was reported to boston scientific corporation that a jagwire was used during a cholangiography (pcre) procedure on (B)(6), 2010 involving a (B)(6) female patient. According to the complaint, when removing the device from its packaging, it was noted that although the packaging was not damaged, the sterile barrier appeared compromised. During the procedure there was no resistance advancing the jagwire, but the distal tip detached. A retrieval basket was used to recover some of the fragments and the remaining fragments were recovered during gallbladder anastomosis surgery. The procedure had been completed with this device. There were no patient complications and the patient's condition has been described as "stable." ****updated (B)(4) 2010*** on (B)(4), 2010 it was reported that the packaging and seals were in good condition before opening. There was no issue with sterility. Appearing compromised.

Manufacturer narrative:
The unit was not returned by the customer; therefore, no product analysis could be performed. An investigation was performed with the available information (product code, batch number, customer, as reported classification, as applicable) and efforts were taken to enable the determination of a root cause and the establishment of appropriate corrective actions/results. It is important to mention that there is no alleged malfunction of the guidewire prior to its insertion. Although the exact cause of failure could not be determined with the information provided, it is possible that unstated procedure and possibly clinical factors may have contributed to the event including but not limited to interaction with other devices, handling of the device and condition of the treated lesion; therefore, operational context is the most probable root cause for this incident. A review revealed no other similar complaints for the reported lot. A DHR (device history record) review was performed and no deviation was found

Event description:
It was reported to boston scientific corporation that a jagwire was used during a cholangiography (pcre) procedure on (B)(6) 2010 involving a (B)(6) female patient. According to the complaint, when removing the device from its packaging, it was noted that although the packaging was not damaged, the sterile barrier appeared compromised. During the procedure there was no resistance advancing the jagwire, but the distal tip detached. A retrieval basket was used to recover some of the fragments and the remaining fragments were recovered during gallbladder anastomosis surgery. The procedure had been completed with this device. There were no patient complications and the patient's condition has been described as "stable." ****updated (B)(6) 2010.*** on (B)(6), 2010 it was reported that the packaging and seals were in good condition before opening. There was no issue with sterility. Appearing compromised.